Event description:
At the end of the operation in 2000, only manual ventilation was possible. The bellows housing was not tight which resulted in no expiratory flow in volume control. With pressure control breathing with 20 mb, a loud hissing sound was heard. With new bellows housing the system works again.